Manufacturer narrative:
Event date and implant date are only year valid. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after implanting this bioprosthetic valve in the tricuspid position, the surgeon forgot to remove the valve holder/cinch mechanism from the valve, and it remained in the patient after the operation was completed. It was reported that the valve had elevated gradients. A "few" days later the surgeon re-operated on the patient to remove the valve holder/cinch mechanism. The valve remained implanted and was functioning normally after removing the holder/cinch mechanism. No additional adverse patient effects were reported.